Event description:
It was reported that the patient experienced hemolytic acute renal failure, multiple organ failure, and subsequently died. The pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter had been completed successfully and the patient had stable vital signs during it. The locations ablated were the left superior pulmonary vein (lspv), right superior pulmonary vein (rspv), right inferior pulmonary vein (ripv), roof of the left atrium (la), along the mitral isthmus, pulmonary vein ridge, anterior wall of the right pulmonary veins, along the interatrial septum, the foramen ovale, the la anterior wall, along the cavo-tricuspid isthmus (cti) in the right atrium, superior vena cava (svc), inferior vena cava (ivc), and crista terminalis. No electrical activity was detected in the left inferior pulmonary vein (lipv), so it was not ablated. During ablation near the svc a transient phenic nerve injury occurred. No intracardiac echocardiography (ice) or 3d mapping was used during the procedure. The procedure took place between 2-5pm, and the patient was transferred to the recovery ward after its completion. Post-procedure the patient experienced hemolysis which led to acute renal failure, and subsequent multiple organ failure. Hemolysis was confirmed by the lab at approximately 8pm the day of the procedure. The patient was started on hemodialysis the next day but died that same day. No additional information is available on the mechanism of death or if an autopsy was performed. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.